Event description:
A (B)(6) patient underwent nanoknife treatment for renal cancer on (B)(6) 2009. During the treatment the patient experienced an adverse event. Patient had a hypertensive episode (200+/140 bp) due to the needle probe puncture of left adrenal gland. The patient recovered during anaesthesia.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the hypertension could not be ascertained, however the clinician reporting statement indicates it was a result of probe placement puncturing the adrenal gland. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).